Manufacturer narrative:
New information: mentor received additional information indicating the patient also experienced bilateral ptosis. The additional information also indicates that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 575cc saline implants, catalog # 3501690, s/ns (B)(4) (l) and (B)(4) (r). Device evaluation summary: it was reported that a 43 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation, minor pain on the left breast implant and bilateral ptosis. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 575cc saline implants, catalog # 3501690, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2019. This is for the left side implant, see manufacturer report number 1645337-2019-08675 for contralateral prosthesis. The device was returned to mentor without fluid inside. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation a rent, measuring approximately 0.8 cm, was observed within a crease line, on the posterior aspect. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 575cc saline breast implant, catalog # 3501690, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation and minor pain on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2019.